Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 78) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: call service 052-0001 alarm observed after pump power up. Call service 052-0001,078-0008 alarms observed in black box, alarm history. A display lens leak with evidence of moisture inside all internal pump: moisture corrosion on all boards, moisture on display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.